Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/3/2019. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation of a saline breast implant. During evaluation of the sample a crease on the posterior aspect was found. Within the crease, a tear was found measuring approximately 0.1 cm on the anterior view. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received (B)(6) 2019. In addition to the left sided deflation report previously, mild (baker's grade unspecified) right sided capsular contracture (B)(4) was a preoperative diagnosis for explant surgery. Bilateral explantation with reconstruction of the breast with mastopexy was the procedure performed. The mentor failure analysis lab received the device for evaluation on 8/29/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device is scheduled for explant on (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent breast reconstruction revision with a mentor smooth round moderate plus profile 550cc saline prosthesis experienced left sided deflation with no other issues post procedure. The deflation was diagnosed by a physical examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.